Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a paroxysmal supraventricular tachycardia procedure, the sheath was inserted into the right atrium. Flushing was performed to remove air prior to catheter insertion and transseptal puncture, but air was aspirated. Several attempts were made to remove the air, but the issue persisted. No air movement into the patient was confirmed. The sheath was replaced with a non-abbott sheath, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals.